Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the pt suffered symptoms and damage to her body including but not limited to constant and severe pain and discomfort in her thighs, groin and hip-joint, a loud clicking and popping sound when walking, walking with a limp, metallosis damaging the surrounding bone and tissue, swelling, infection and inflammation of surrounding bone and tissue, a lack of mobility, and chromium and cobalt metal toxicity.